Event description:
New information received notes the right atrial (ra) lead had noise which lead to automatic mode switch episodes. Programming changes were made to the lead. The patient was in stable condition.

Manufacturer narrative:
Additional information a4 - patient weight 200 pounds. Additional information- b5. Additional information- h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2021. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). Programming changes were discussed but were not performed at this time. There were no adverse consequences to the patient.